Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of a broken connector, the ventricular output connector was broken and it was additionally noted that the hanger was cracked. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's ventricular port was broken. The generator was returned for service. There was no patient involvement.